Manufacturer narrative:
The controller (con311728) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the investigation conducted under (B)(4), the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, con311728, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections and communication error. Momentary disconnections will result in an audible tone or "beep". As a result, the reported power switching and beeping events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batte ry. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited beeping and power switching and that the controller display showed fully charged batteries having fifty percent or less charge. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed hairline cracks near power port two (2). This is an additional observation not related to the reported event. An internal investigation was opened to investigate cracks observed on pioneer 2.0, in the area surrounding the power port connectors. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections and communication error. Momentary disconnections will result in an audible tone or "beep". As a result, the reported power switching and beeping events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and battery. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. An internal investigation is evaluating momentary disconnections. If information is provided in the future, a supplemental report will be issued.